Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image) was caused by a faulty bi-board, which has likely failed due to age deterioration, as it has been more than 6 years since the device was manufactured.

Manufacturer narrative:
The evaluation of the asset found there was no image displayed and no front panel functionality due to a faulty bi board. Additionally, there was cracking on multiple sites of rear cover and cracking on all corners of the bezel. The asset was repaired to specification and returned to asset stock. A review of the service history showed the asset was last serviced on march 25, 2020; no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have no output. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.